Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2019 with the following findings: on investigation,the vibratory feature of the insulin pump functioned properly and as intended. Intermittent vibration issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.